Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, date of event, section d medical device brand name and concomitant med prod data. Upon investigation of the actual device used in this incident, it was found that station orders were not crossing the interface between cerner and pyxis. The technical support specialist resolved the issue by restarting three servers and reviewing the pyxis interface. Everything appeared to function normally afterward, and messages were successfully transferring between cerner and pyxis. The root cause was related to the version of the ciisafe adapter installed in the pyxis interface. The system worked as expected after the issue was fixed.

Event description:
It was reported when using the bd pyxis¿ es server, all pyxis medstation es machines were not crossing over. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the station is not crossing over and all profiled stations on critical override. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.